Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine rupture ("essure ruptured my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 6 years 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("pretty heavy vaginal bleeding"). On an unknown date, the patient experienced uterine rupture (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (will have a hysterectomy (hospitalization) end of month ((B)(6) 2016), the only way to have it removed). At the time of the report, the uterine rupture and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine rupture and vaginal haemorrhage with essure. Diagnostic results: a few tests (dates unspecified): essure coil had ruptured my uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jul-2017: no fu possible. Unable to reach physician. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and essure ruptured her uterus. She will be having a hysterectomy performed in order to remove essure. The event is unanticipated according to the reference safety information for essure. In this case, relevant history included parity 2. There is no information whether c-section, which could be an alternative explanation for uterine rupture, was performed previously. As an intervention will be required, a causal relationship with essure cannot be excluded. The term hospitalization was mentioned only as event outcome and the reporter did not specify it. This case was regarded as incident because surgical intervention will be required. Additionally, non-serious event was reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine rupture ("essure ruptured my uterus") and vaginal haemorrhage ("pretty heavy vaginal bleeding") in a female patient who received essure. The patient's past medical history included parity 2. On (B)(6) 2010, the patient started essure. On (B)(6) 2016, 6 years and 72 days after starting essure, the patient experienced vaginal haemorrhage (serious criterion medically significant). On an unknown date, the patient experienced uterine rupture (serious criteria hospitalization and clinically significant/intervention required). The patient was treated with surgery (will have a hysterectomy (hospitalization) end of month ((B)(6) 2016), the only way to have it removed). At the time of the report, the uterine rupture and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine rupture and vaginal haemorrhage with essure. Diagnostic results: a few tests (dates unspecified): essure coil had ruptured my uterus. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and essure ruptured her uterus. She will be having a hysterectomy performed in order to remove essure. The event is unanticipated according to the reference safety information for essure. In this case, relevant history included parity 2. There is no information whether c-section, which could be an alternative explanation for uterine rupture, was performed previously. As an intervention will be required, a causal relationship with essure cannot be excluded. The term hospitalization was mentioned only as event outcome and the reporter did not specify it. This case was regarded as incident because surgical intervention will be required. Additionally, non-serious event was reported. Further information and product technical analysis are being sought.